Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor alarmed change sensor and that her sensor glucose and blood glucose were not accurate. The customer indicated that her sensor glucose was 90 and her blood glucose was 160 mg/dl and went to threshold suspend. Troubleshooting advised customer to remove and change out sensor and calibration techniques. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed test.